Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue. The flow sensor assembly was replaced due to physical damage. The flow sensor assembly and blower motor were returned to the manufacturer's quality assurance laboratory for further investigation. The flow sensor assembly and blower motor failed to function as designed due to physical damage and contamination.